Manufacturer narrative:
(B)(4).

Event description:
It was reported a left knee revision surgery was performed due to loosening caused by low grade infection.

Manufacturer narrative:
Information previously reported is an approximation since only the year had been communicated to us. (B)(4).